Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon separated from trocar while also having gray valve jam and fall off. The account used another device and finished the case. Unanticipated tissue loss? No unanticipated blood loss more than 500cc: no was the delay over 30 minutes: no device fragment fall in patient cavity? No.

Manufacturer narrative:
(B)(4).